Event description:
It was reported that foreign material was found inside the package. A 10x40x75 epic vascular was unpacked. There were no visible tear or hole in the packaging, however, a human hair was found on the handle of the stent deployment system. The procedure was completed with another of the same device. There was no patient involvement.